Event description:
Info received indicates there is no brake at the head end of the stretcher.

Manufacturer narrative:
The tech found the set screw on head end brake/steer hex rod was broken. He replaced the screw to repair the stretcher.